Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices and stopped providing stimulation to the patient on (B)(6) 2019. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored. That is all the available information at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient saw a "low battery warning" prior to the ipg reaching end of life. It is not known if the message displayed prematurely or not. There is no additional information.